Manufacturer narrative:
Device passed displacement test. Pump error 63 was present in the device trace download and pump error 63 alarmed during selftest due to broken trace at pin 6 on keypad assembly. Unable to verify audio or absence of alarm due to pump error 63.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The device alarmed hardware low level failure during self-test. The customer was unable to program fill cannula during troubleshooting as this option was greyed out on the pump. Fill cannula was not recorded in the daily history. The customer¿s blood glucose during the incident was 121 mg/dl. The device will be returned for analysis.